Event description:
Additional information was received on 29sept2023: hemostasis achieved with another device. Type of procedure is unknown. 6 fr. Procedure sheath used. No difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.

Event description:
The user facility reported that the angio-seal sheath and dilator did not lock.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.